Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and experienced sweating and ¿seeing white spots when awake¿ and was unable to self-treat. The customer was administered a glucose injection that was prescribed by the healthcare provider for treatment. The healthcare provider also provided the customer with a glucose meter and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on returned meter. No issues were observed. Meter powered on with button depression. Blank screen was not observed. The reported complaint was not confirmed. Extended investigation has been performed for the libre reader blank screen where the reader does not power on and determined that there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and experienced sweating and ¿seeing white spots when awake¿ and was unable to self-treat. The customer was administered a glucose injection that was prescribed by the healthcare provider for treatment. The healthcare provider also provided the customer with a glucose meter and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection has been performed on returned meter and no issues were observed. Reader powered on with button depression. Blank screen was not observed. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the reader, cable, and adapter were reviewed and the dhrs showed the reader, cable, and adapter met specifications prior to release to distribution. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h4 - device mfg date was incorrectly documented in follow up report #1. The section h4 - device mfg date had been correctly updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc glucose meter. Initially, the customer reported that the meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and experienced sweating and ¿seeing white spots when awake¿ and was unable to self-treat. The customer was administered a glucose injection that was prescribed by the healthcare provider for treatment. The healthcare provider also provided the customer with a glucose meter and no further information was provided. There was no report of death or permanent injury associated with this event.